Event description:
Pt admitted to for radio frequency ablation of lower lumbar spine. Needles placed in pt's back. Machine read high impedance and turned off. Md readjusted needles, procedure begun again. Rn observed sparks coming from insertion site and smelled burning. Procedure immediately halted. Company contacted and investigation launched. No pt injury. Determined that it was user error. Needle was the wrong size. Vendor has the equipment.